Event description:
It was reported that the patient has received alerts for hv impedance out of range. However, upon review of the trend, normal impedances were observed. Though, a decrease in sensing was noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.